Event description:
It was reported that a signal loss occurred frequently between (B)(6) 2026 and (B)(6) 2026. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). E1 initial reporter street line 1: (B)(6).